Manufacturer narrative:
The DHR of this mfg lot has been reviewed. This MDR is being filed based on our understanding of incident reportability as per penumbra feb 2010 update to the FDA warning letter date december 31, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot# l15262). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. This lot was associated with (B)(4). There were zero rejects in this additional sort. The parts released in this lot met process requirement.

Event description:
The physician opened a psc032 and found that the tip was crushed before putting it into the pt. Another psc032 was used successfully.